Manufacturer narrative:
A boston scientific technical services consultant reviewed the device data and did not identify any corresponding stored episodes at the date and time of the episode. The presenting data showed a paced rate of 80 ppm. The source of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient lost consciousness and fell. No adverse patient effects were reported.